Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the device was not able to be fired. The device is available for evaluation. No patient adverse events reported. Per the surgeon, the blood loss was minimal and not greater than 500cc. The patient was discharged on post-op day 1 in stable condition.